Event description:
The consumer found a red, sticky, mucous-like material on 6-8 of the cotton swabs. They thought it was blood and is concerned about aids transmission. They took them back to the store and was treated badly by the retailer.